Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number k011028, k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant was removed due to bone loss. Site 14 had bone loss over time. Will follow up with patient in 4 months. Noted inflammation.

Manufacturer narrative:
The following sections have been updated: b4: date of this report d4: device UDI number g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h4: device manufacturer date h11: added manufacturer narrative.

Event description:
No further event information available at the time of this report.